Event description:
On (B)(6) 2012, clinic notes were received through case management. Review of the clinic notes dated (B)(6) 2012, revealed that the patient was in the emergency room twice the night before with seizures. The emt taped the magnet to her vns and the device was turned off. The patient was referred for battery replacement due to a low battery. It was reported that the patient has not been feeling stimulation over the last 5-6 months. The patient was noted to have an increase in seizures over the last months. The patient has multiple seizure types; psychomotor, gtc, and dualistic with aura. The patient was noted to have a past medical history of acute myocarditis, respiratory failure, gerd, cardiomyopathy, lymphadenitis, and a family history of lung cancer and diabetes. It was later reported that although a dcdc of 4 was observed during a system diagnostics test on (B)(6) 2012, high impedance was not observed. The increase in seizures was first observed 2-3 months ago. The physician believes the increase in seizures is due to loss of therapy and stress. The patient has been scheduled for prophylactic battery change. The increase in seizures is below pre-vns baseline levels. All the patient's seizure types have increased. It was unknown if any causal or contributory programming changes, medication changes, or other external factors preceded the onset of the increase in seizures. No causal or contributory programming or medication changes precede the onset of the stimulation not perceived. No patient manipulation or trauma occurred that is believed to have caused/contributed to the stimulation not perceived. The patient underwent prophylactic battery replacement on (B)(6) 2012. Pre-operative system diagnostics showed output=ok/lead impedance=ok/dcdc=2/eri=no. The patient's settings were output=2.25ma/frequency=25hz/pulse width=250usec/on time=30sec/off time=3min/magnet output=2.5ma/magnet pulse width=250usec/magnet on time=60sec. The generator was replaced and system diagnostics showed the system to be functioning properly with output=ok/lead impedance=ok/dcdc=2/eri=no. Attempts for the return of the explanted generator have been made but have been unsuccessful.

Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the explanted generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications; there were no anomalies found with the pulse generator.

Event description:
On (B)(6) 2012, it was reported that the hospital could not find the explanted generator; it was reported that it might have been disposed of. It was later reported that the hospital did indeed have the generator and would be returning it to the manufacturer for product analysis. The explanted generator was returned to the manufacturer on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
.